Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8336-70, serial#: (B)(4), product description:coveredge¿ 32, 70 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was originally going to get an ipg replacement procedure due to pocket site pain, but when they opened the incision site, infection that had slowly developed and symptom of pain was noted. It was also reported that the infection was also present at the lead site incision, and the patient underwent an scs explant procedure. The patient was placed on antibiotics and the physician did not believe it was device related. The patient was reportedly doing well postoperatively.